Event description:
The manufacturer was contacted in reference to a dreamstation auto bipap device. The spouse of the patient reported the patient expired. The reporter stated the device was returned by the patient in 2021. The reporter is no longer in possession of the device.